Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly. The insulin pump was received with no back light due to faulty el panel. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's spouse also reported that they experienced a backlight anomaly. The customer's blood glucose was 478 mg/dl at the time of incident. The customer's blood glucose was 318 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that there were no setting issues found. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.